Manufacturer narrative:
The product has been received for analysis. This report will be updated if further information is provided from the analysis.

Event description:
It was reported that this right atrial lead had dislodged. The lead was explanted and a new lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead had dislodged. The lead was explanted and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The product analysis was concluded. No additional information was generated from the analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.